Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. Physio observed that the reported issue was intermittent. Physio downloaded the electronic records from the customer¿s device and was able to confirm that on the date of the event their device experienced multiple inappropriate losses of power. Physio replaced the system pcb assembly and the battery pins. Thereafter, proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powered off four times by itself during a patient event. This occurred when monitoring the patient and obtaining a 12 lead ECG. The patient, a (B)(6) male did survive. The customer advised that there were no adverse effects to the patient as a result of the reported issue. No further details were provided.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: device identifier (di) number ¿ blank. Section d4 of the initial medwatch report should indicate: device identifier (di) number ¿ (B)(4).

Event description:
The customer contacted physio-control to report that their device powered off four times by itself during a patient event. This occurred when monitoring the patient and obtaining a 12 lead ECG. The patient, a 73 year old male did survive. The customer advised that there were no adverse effects to the patient as a result of the reported issue. No further details were provided.